Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the ER after receiving shocks. The therapy was appropriate, but was unable to convert the patient's rhythm. The atp therapy appeared to accelerate the rhythm and since the device had exhausted therapies a pc shock was delivered. The rhythm was converted to sinus successfully.